Manufacturer narrative:
(B)(4). FDA registration number: (B)(4).

Event description:
Healthcare professional reports a history of posterior leg ulcer of unknown etiology that has been persistent for 6 weeks. The patient had previously been dressed and managed well with competitor product, but as they have had recent success with aquacel foam on other patients, they decided to change to this dressing. Patient has no known allergies. Exudate levels were moderate to heavy and surrounding skin was intact with no obvious redness or inflammation. No creams were being applied to the surrounding skin. Dressing applied at tuesday clinic and patient returned for dressing change at the friday clinic. On return to the clinic, patient reported that wound was itchy. On removal it was noted that the entire area under the dressing (both the hydrofiber pad and adhesive border) was red, inflamed and painful for the patient. The healthcare professional discontinued the adhesive dressing and changed to a 10cm x 10cm aquacel foam non-adhesive dressing.